Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing with beat falling in blanking period was noted on the right atrial (ra) lead on current electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.